Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was hair inside the sterile packaging. The procedure was completed successfully.

Manufacturer narrative:
Updating to reference correct FDA registration number - (B)(4)- endoscopy (solon).

Event description:
It was reported that there was hair inside the sterile packaging. The procedure was completed successfully.

Event description:
It was reported that there was hair inside the sterile packaging. The procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was reported to be discarded. Therefore, the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hair in packaging. Probable root cause: environmental controls. The reported failure mode will be monitored for future reoccurrence.